Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited intermittent high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed potential troubleshooting and programming options. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).